Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50x32 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was removed, the stent was found separated from the delivery balloon. The procedure was completed with a 32/2.5 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis inside the stent protector. However both stent and stent protector were lost post decontamination. Analysis of the stent cannot be completed. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. However the balloon wings were slightly opened out from their folded position. There are no signs that the balloon was subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50x32 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was removed, the stent was found separated from the delivery balloon. The procedure was completed with a 32/2.5 synergy stent. No patient complications were reported and the patient's status was good.